Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin, and at the time of the reported event, displayed 105 units. There was no reported impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer confirmed that the pump was functioning as intended.